Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the closure wire was cut when the memobag was being taken out after the specimen was put in it during a gynecological surgery. The procedure was completed, but it was unknown if any piece of the bag fell and remained in the patient. The user would like us to inspect the bag if there is any other broken part. No injury to the patient was reported". Additional information received states "it was likely that the closure wire was intentionally cut because it was difficult to take out the specimen from the patient body. After that, the inner wire part of the closure wire was found exposed from the white outer part, so the user would like us to inspect the memobag if there is any missing part". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for investigation. The manufacturer reported: "customer complaint regarding memobag product was reported. As the lot number of the defective product was not reported, the ohr review was not possible to complete. The reported defect can be confirmed. There is visible based on visual inspection that the wire is broken near to the bag. There was a/so observed missing part of the wire at the end on the memobag. Based on the dimensional inspection there was confirmed, that there is missing part of the wire which was also observed on section visual inspection. The root cause of this complaint was determined as unintentional user error related. Customer did not follow the /fu during bag removal and cut the wire by sharp tool and damaged closure wire. As the root cause of this complaint was determined unintentional user error related, no corrective I preventive actions in production are deemed necessary to introduce." Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported that "the closure wire was cut when the memobag was being taken out after the specimen was put in it during a gynecological surgery. The procedure was completed, but it was unknown if any piece of the bag fell and remained in the patient. The user would like us to inspect the bag if there is any other broken part. No injury to the patient was reported". Additional information received states "it was likely that the closure wire was intentionally cut because it was difficult to take out the specimen from the patient body. After that, the inner wire part of the closure wire was found exposed from the white outer part, so the user would like us to inspect the memobag if there is any missing part". The patient status is reported as "fine".